Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that pieces would fall of the sensor when the customer removes them form the body. The customer's blood glucose was unknown mg/dl. The issue accrued with multiple sensors from the same box. Troubleshooting was not performed. The sensor will not be returned for analysis.